Event description:
User reports getting low calcium results for controls and pt samples, that resulted higher when repeated. Only 3 pt samples provided as examples. Pt 1, initial result gave 7.8 mg/dl; repeat gave 8.6 mg/dl. Pt 2, initial result gave 6.9 mg/dl; repeat gave 7.8 mg/dl. Pt 3, initial result gave 7.5 g/dl; repeat gave 8.5 mg/dl. Erroneous results were not reported. The cause of the discrepancy was found to be water supply tanks needed servicing. User performed corrective maintenance by replacing the water filter, which resolved the issue.